Event description:
Customer reported that the insulin pump's screen froze the day before the call. Customer reported that the buttons on the keypad were not responding. Customer also reported that the insulin pump's screen was scratched and difficult to read. Customer stated that the insulin pump had been dropped. Blood glucose level was 152 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All the buttons functioned properly and no frozen display or moisture damage on keypad traces, electronic assembly or motor noted. Keypad connector was fully locked. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor, meter blood glucose now, meter blood glucose by or sensor end alarms noted. The insulin pump was received with scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.